Event description:
It was additionally reported that the liver and kidney failure were not device or therapy related, it was progression of the heart failure. There was a slow progression of the kidney and liver failure, with a rapid decline at the end. The pump operated as intended and the death was not device or therapy related.

Manufacturer narrative:
Section h6: health effect - clinical code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported multisystem organ failure and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death and multiple types of organ failure and dysfunction (including renal failure and hepatic dysfunction), that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiorgan failure. The patient died due to end stage kidney and liver failure. The pump operated as intended and the death was not device or therapy related. Multiorgan failure was not pre-existing.